Manufacturer narrative:
Correction: problem statement: the manufacturer's field service engineer (fse) reported that the unit was not working with an error code message of oxygen not connected during an extended self-test (est). Fse observed the reported issue during servicing; therefore, there was no patient involvement. Additional info: the manufacturer's technical support (ts) advised the fse to check the pressure switch and o2 source. Ts advised fse that if the source is good then switch or sensor pcb maybe faulty. The fse found that the oxygen regulator was not noticing the oxygen line due to the sensor pcb. The sensor board (pcba) without distal pressure was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned sensor pcba revealed no signs of damage or contamination. The sensor pcb was installed into the fi test ventilator. An operational test was performed and the ventilator powered into diagnostic mode. Est was performed and passed 3 cycles. The ventilator from ac and delivered breaths. The ventilator did not generate any errors while cycling the power on and off test. Oxygen flow accuracy and oxygen accuracy were tested and passed. Fi technician run the ventilator for an extended period and no faults were generated during approximately 4 hours of operation. Further visual inspection of the j5 and j6 were performed and revealed no damage or breaks observed. The fse replaced the sensor pcba to address the finding. The unit began to pass est without any issues. Unit passed electrical safety and performance verification. The root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The manufacturer's field service engineer (fse) reported that the unit was not working with an error code message of oxygen not connected during an extended self-test (est). The fse observed the reported issue during servicing; therefore, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was not working. It is unknown if there was patient involvement.